Manufacturer narrative:
The reported issue that a pump with hydromorphone programmed to infuse with bolus and continuous at a rate greater than 3mg/hour stopped on (B)(6) 2020 at 2108 and when restarted with bolus and continuous on (B)(6) 2020, it was at a rate less than 3mg/hour at 1724 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported; however the customer reported they suspected the patient might have turned off the pump. A device malfunction was not alleged. No device history or qn search was performed since no source device serial number was reported by the customer. The device was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that a pump with hydromorphone programmed to infuse with bolus and continuous at a rate greater than 3mg/hour stopped on (B)(6) 2020 at 2108 and restarted infusion with bolus and continuous on (B)(6) 2020 at a rate less than 3mg/hour at 1724. Per customer, the patient might have turned off the pump and there was no adverse effects cause to the patient as a result of this event . Although requested, additional information was not provided.